Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of therapeutic effect. The implantable neurostimulator (ins) was not working and the patient experienced symptoms since (B)(6) 2013. It was stated that the healthcare provider (hcp) gave the patient medication at that time, but did not adjust stimulation. It was also mentioned that the patient had some unrelated health issues and had not used stimulation for a few months. The patient was currently in nevada and working with a hcp there that was trying ¿different things.¿ the hcp wanted to start over and try to reprogram the ins. The patient was currently taking medication to ¿harden the bladder.¿ the eventual goal was to be off all medication and only use the ins. Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient had an appointment scheduled for (B)(6) 2014. It was stated that the patient experienced bed wetting. It was later reported that the patient noted that other doctors recommend that she "have it removed because I'm up numerous times every night and wear pads for the last year ". Since "the end of 2012 she has had to get up numerous times a night". Another doctor "has never discussed the device with me and just put me on diuretics and I'm getting tired of it so I want to find another doctor. Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment date noted as (B)(6) 2015 daily by phone since (B)(6) 2015. It was noted they were full time rv travelers - in nv for past one and a half years for med problems. 2 new knees more recently, shoulder surgery - hence poor writing skills. Patient stated they did not get a 50% or greater reduction, and that they would get 50% reduction for a while but it would not last. Patient stated they had their device replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.